Manufacturer narrative:
Per the tandem user guide - do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 15 mg/dl. Pump data review by tandem technical support shows customer requested a bolus for 20 units of insulin prior to the low bg. Bg was treated via consumption of carbohydrates. Reportedly, customer left the ER 7 hours later with customer in stable condition (bg 180 mg/dl).